Event description:
It was reported that when the surgeon went to insert the preloaded intraocular lens (iol) there was a plastic residue attached to the lens and the lens was damaged as it came out. No surgical or medical interventions were required. The procedure was completed successfully with a back up iol. Through follow up we learned that there was no patient contact with the lens as the iol damage and foreign body were noted during device preparation, prior to patient contact. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.